Manufacturer narrative:
D5,6;h3,4,6;g4: added additional info. D6: device returned with no lot ID. Visual inspections & results: cartridge batch number, hc5418; cartridge position, loaded; casing position, back; hook shroud condition, good; instrument serial number, 334; lockout slide position, unlocked; number of staples returned in cartridge, none; retaining pin position, midway; safety position, locked; and trigger position, open/locked. Analysis conclusion: based on the info received and the visual and results, no conclusion could be reached as to what may have caused the reported incident. The mfg and inspection records were investigated and there were no anomalies noted for missing staples during mfg of this batch. It should be noted that a 100% visual inspection takes place during mfg to ensure that all staples are present prior to shipment. It cannot be determined as to why the staples were reportedly missing. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported during a thoracotomy with lobectomy on the first firing of the tlv30 onto the lobar pulmonary artery, no staples formed or were seen. The surgeon noted that the safety lever was already off when the tech handed him the stapler. The tech reported the tlv30 was removed from the sterile pack in this condition. There was no consequence to the pt. 7/23/97 the rep was told the cartridge was in the device when fired.